Event description:
The user reported that the pad sparked and stopped working.

Manufacturer narrative:
Our inspection found a small cut in the cord near the switch that could have exposed the user to bare wire. Pad was bunched up, leads were out of place and 3 thermostats were bent in half. Cord breakage usually occurs when the cord is repeatedly over bent near the switch. We have initiated a CAPA project ((B)(4)) to reduce the occurrence of this issue.